Manufacturer narrative:
Added information to h6. A device history record (DHR) review was not performed, and no information regarding a device failure was provided. There is no allegation of a malfunction which could be related to a manufacturing nonconformance and or one was not suspected or confirmed through investigation no labeling nonconformance deficiency. No device related infection and no evidence of a product failure with regards to design, reliability, or use error. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported a patient with a 29mm 7300tfx mitral valve implanted in the tricuspid position four (4) years, one (1) month, underwent valve-in-valve procedure due to unknown reasons. Ttvr was successfully performed with two 29mm 9755rsl transcatheter valves. Patient was stable/discharged.

Manufacturer narrative:
Added information to b5, h6. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The subject device was not returned as it remains implanted. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review [was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.

Event description:
It was reported and through receipt of medical records, a patient with a 29mm 7300tfx mitral valve implanted in the tricuspid position four (4) years, one (1) month, underwent valve-in-valve procedure due to severe degeneration (severe stenosis with a mean gradient of 13 at 59 bpm heart rate, and moderate prosthetic tricuspid regurgitation). Ttvr was successfully performed with two 29mm 9755rsl transcatheter valves (B)(4)). The patient tolerated the procedure well. Patient was stable/discharged.